Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation of the reported issue. The event history log review verified the reported issue. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A visual inspection was performed with no abnormalities noted. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. A check of the pneumatic system found it to be working to specifications. A short simulated therapy was performed successfully on the device. The device was determined to meet specifications for the reported issue and it could not be duplicated during sample analysis. The cause was determined to be insufficient drain, one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient felt overfilled during use of a homechoice. This occurred during dwell cycle two of five of peritoneal dialysis therapy while the patient was connected. The dwell time left equaled 0:09, the drain volume equaled 4135ml, and the fill volume equaled 2200ml. The patient indicated they were use 4.25% solution on the heater line. The technical service representative (tsr) assisted the patient in ending therapy. The tsr advised the patient to complete therapy with manual supplies until a replacement device was received. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.